Event description:
It was reported that an alert/notification settings issue occurred. On (b)(6) 2026 the patient experienced feeling tired and complaint of a headache. When he stood up, he suddenly lost consciousness and passed out. The patient stated that the CGM reading was LOW at that time, but no alert would have sounded at that moment. No blood glucose reading was reported from that time but the patient´s wife administered sugar, honey, and milk orally to raise the blood glucose level. According to the wife, the patient remained unconscious for approximately 5 to 10 minutes. No emergency medical assistance was sought during the event and the patient recovered fully after the treatment given by their wife. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis.Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.